Event description:
It was reported that, during a procedure, the super t-vac was not activating even though an output sound could be heard. The procedure was completed with a competitor device. No significant delay or patient injury was reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H10 h3,h6: the device used in treatment, was returned for evaluation. There was no relationship found between the returned device and the reported incident. Visual inspection under magnification of the returned wand show minimal electrode wear with contamination/discoloration on the screen and scuff/scratch marks on the spacer and cap. During functional evaluation the device was connected to a compatible quantum2 controller and did not work. An error e-7 occurred; the suction line was tested and was clogged by dried parts of tissue; a back flush could not thoroughly clean the line and the suction is still clogged; the device met all specification upon release into distribution. The complaint was not verified as the device performed as specified after bypassing the e-7 error. The root cause could not be determined with certainty. Potential factors unrelated to the design and manufacture of the device that may lead to the error include (1) previous use (2) disconnecting the wand from the controller after power has been turned on. Factors which contribute to the clogged suction line may result when (1) the suction line became disconnected, (2)suction pressure may have not been enough to excavate blood and tissue, or (3) when there was an attempt to excavate large ablated tissue remnants. These factors can cause the tip to clog; therefore, decreasing the functionality of the wand. There are no indications to suggest the device did not meet product specifications upon release into distribution. No containment or corrective actions are recommended at this time.